Manufacturer narrative:
According to sophysa in-house process, the probe 14c04583 has been analyzed by our quality control laboratory. The sight shows that the catheter is fold at nearly 130 mm of the capsule. Dry blood deposits are visible on the dongle shell, white deposits are present on the silicone of the membrane. When connected to a pressio monitor, the error e001 appears. As a conclusion, the catheter doesn't meet its specifications due to the presence of a fold on the pa tubing, that induces a potential cut of the micro-wire inside. This breakage is probably due to an excessive traction on the tubing of the probe. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
Problem with icp catheter : the catheter showed e001 error.